Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 70% stenosed lesion being treated was located in the non-calcified, non-tortuous distal right coronary artery (rca). The lesion was predilated with an unknown size and manufacturers balloon. The hypotube of the 2.75x12mm taxus liberte drug eluting stent broke on insertion into guiding catheter, all sections retrieved. The procedure was completed with another taxus liberte stent. No patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 88cm distal from the strain relief. The break was kinked at the point of separation. This type of damage is consistent with excessive force having been applied to the device. Microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is handling damage as the complaint was caused by handling of the device without patient contact during the unpacking/preparation.